Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device was working properly but it was just in the wrong location and the device was replaced and issue was resolved. Contributing factors that lead to the device not working were none. No symptoms were reported and no further complications were noted or anticipated.